Event description:
It was reported that the healthcare provider (hcp) could not get the stylet all the way into the lead. The hcp took out the stylet that comes in the lead and tried inserting another stylet but could not get it all the way in. Another stylet was tried and this one also would not go all the way to the end. Both straight and curved stylets were tried. The lead was not implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implantable neurostimulator (ins): model 37702, serial # (B)(4), implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: na, explanted: na. Lead: model 3777, lot # v822630008, implanted: 2011 (B)(6), explanted: unk. Lead: model 3777, lot # v793452018, implanted: 2011 (B)(6), explanted: unk.

Event description:
Additional information received noted that lead model 3777-60, lot # v822630009 was not implanted, unable to thread stylet to the tip of the lead. Stylets from a 3550-27 also tried; still unable to thread the stylet to the tip of the lead. A new lead kit was opened and implanted. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.